Event description:
Dr called to inquire about his pt. He had performed a cystoscopy on 3/12/99 with a flexible scope that was disinfected with cidex activated dialdehyde solution (lot # unknown-product activated for one week). His nurse who takes care of the scope was unavailable. The dr processed the scope himself. He had flushed the channels with the irrigating solution, but did not wipe off the scope when he removed it from the "green solution". The pt presented to the dr with symptoms of urinary infrequency, urgency, and painful urination. He was treated with septra, pyridium, an anlgesic, and forced fluids. The dr stated that he had a copy of the msds, but an article on bloody diarrhea was faxed to him. The dr states that the pt is much improved, however his urinalysis is "trashed", as he has found squameous cells present. He stated a concern that the pt could develop urethreal strictures in long term. He will call if there are any further issues.